Manufacturer narrative:
The full identifier for this event is (B)(4). The customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. A beckman coulter field service engineer (fse) was dispatched to assess system performance. The fse cleaned the wash wheel assembly, the dispense probes were cleaned. The fse replaced the aspirate probes, duckbill valve, mixer belt, and sensor for the analytical module. After completing repairs, the fse verified system performance with system check and quality control. In conclusion, there is sufficient evidence to suggest the cause of the questioned results is due to a hardware malfunction although no one part can be implicated as the sole contributor in this event.

Event description:
On (B)(6) 2022 the customer reported erratic non-reproducible access inhibin a (part number a36097 and lot number not provided) results were generated on the customer's dxi (unicel dxi 800 access immunoassay analyzer, part number 973100 and serial number (B)(4)) for one patient. The customer reported the discrepant result was discovered because samples are tested in duplicate. Customer did not provide expected results. Written attempts to obtain this information were made; however, to date, the requested information has not been provided. In the event additional information is provided, this report will be updated to contain that information. The result was not released from the laboratory and there was no report of change to patient treatment or management in connection with the event. Customer initially reported they had not experienced quality control (qc) failures on (B)(6) 2022; however, the customer later clarified that they were experiencing qc failures for their afp, inhibin a, ue3 and hcg assays. A beckman coulter field service engineer (fse) was dispatched to assess system performance.